Event description:
The system 5 sagittal saw was sent for service and during failure analysis at the manufacturer it was reported that the decorative nut fell out of the device while running. There was no pt involvement and no adverse consequences associated with the device.